Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 18, 2018. (B)(4). The returned sample was visually inspected, the buffer, caps and sparger assembly were not present upon receipt and the blue large bore adapter contained dried buffer solution within the threads. After loosening and re-tightening the blue large bore adapter on the returned sample it was then leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. The root cause was that, during the setup of the circuit or during the gas calibration, when the large blue luer cap was loosened, it had not been retightened properly, causing a leak from the cap. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.